Event description:
It was reported that during a long and difficult case, the balance guide wire was advanced into the patient anatomy to treat a total occlusion proximal to a previously implanted stent in the left anterior descending artery. Per reported information, the patient had experienced chest pain for several days prior to hospitalization. The patient was admitted to the hospital with a suspected st elevation myocardial infarction. The balance guide wire was advanced into the anatomy and several devices were advanced over the guide wire without difficulty. An unspecified catheter was then advanced over the guide wire with difficulty. The device was then removed from the anatomy. The guide wire was removed from the anatomy without difficulty and it was noted that the coils at the tip were unraveled and separated at one location. It was also noted that one of the solder joints was raised. A new same guide wire was then used. During the procedure, an unspecified stent was implanted and a non-abbott aspiration catheter was used; however, it is not known if a thrombus was removed. Per report, the patient's ejection fraction was 10-15% and was not responding to pressors. It was reported that the patient died later that day. The official cause of death is not know; however, per physician's report, the patient's death is not related to the issues with the guide wire. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the analysis noted bends in the tip and offset coils, which was likely the raised solder joint reported. However, the damage to the coils (unraveling/separation) and difficult to position were not confirmed via returned device analysis. Based on visual inspection, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. Additionally, a review of the lot history record revealed no nonconformances with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.